Event description:
A falsely elevated ctni result of 3.67 ng/ml was obtained. This result was questioned by the physician and repeated. A result of 0.00 ng/ml was obtained on repeat analysis. Patient treatment was not prescribed or altered as a result of the erroneous result. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicates a sample integrity issue.